Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The ability to cross a lesion can be impacted in numerous ways. Some of the contributing factors may consist of, but are not limited to, patient anatomical condition, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. In this case, the anatomy was reported to be heavily tortuous and heavily calcified. Anatomical conditions such as this can contribute to difficulties crossing the lesion. The product was not returned and may have assisted in the investigation. Additionally, the stent was not reported to be loose prior to the procedure during preparation and visual inspection. It is likely during the attempts to cross the lesion the stent interacted with the challenging anatomical conditions and subsequently contributed to the reported loosening of the stents. Furthermore, the lot release testing results were reviewed and all samples met all manufacturing criteria. The reported failure to cross and loose stent appears to be related to the procedure circumstances and there are no indications of a product quality deficiency.

Event description:
It was reported that there was difficulty crossing the lesion with the promus rx stent delivery systems and when both devices were removed outside of the body, the stents were noted as being slightly displaced. No patient effects were reported. No additional information was provided.